Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the new ins battery won't fully charge. They charged 1.5 hours a day with their previous device, but now after 1.5 hours the recharger beeps and won't charge anymore and won't fully charge. No patient symptoms or further complications were reported as a result of this event. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that cause of the patient¿s ins not fully charging was not determined. It was unknown if the issue was resolved. The neurologist passed the information from the manufacturer¿s technical services to the patient¿s daughter/caregiver. The physician had not heard anything back. There were no further complications reported or anticipated.